Event description:
Shunt "leaked" during surgery. Shunt was replaced with another, no injury to pt.

Manufacturer narrative:
At the time of the initial report co had not yet identified a cause for the leak at the t-joint. Upon completion of the evaluation, co concluded that the "t" port was not correctly aligned and may have compromised the strength of the bond. Co has addressed this issue with the assembly operators and co is investigating operational changes that will minimize this variable.